Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the battery in battery well 2 with a new battery to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to print the code summary their device powered itself off. They had to manually power the device back on. There was no patient use associated with the reported issue.